Event description:
It was reported that the pump has stopped all insulin delivery. The customer's blood glucose level was impacted (225mg/dl). It was confirmed that the customer had alternate therapy available.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.